Event description:
It was reported that the device was replaced because it was ¿faulty.¿ the patient was not sure what the exact problem was. They tried many times to get it working, however, there was no luck. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type programmer, patient product ID 3093-28, lot# v007069, implanted: 2007 (B)(6); product type lead. (B)(4).